Manufacturer narrative:
The patient's death certificate was received and the cause of death was unknown. The patient is reported to have unspecified cardiac issues. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s hospitalization and subsequent death and the liberty cycler. Additionally, there is no report of a device malfunction against the liberty cycler for this event. It cannot be determined if there is a temporal relationship between pd therapy on the cycler and the hospitalization and subsequent death as there is no documentation to show if the patient was in active treatment at the time of the event. It is probable that the patient¿s history of cardiac comorbidities caused or contributed to the cardiac arrest event and death.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized and subsequently expired. The patient was admitted to the hospital on (B)(6)2018 and expired on (B)(6) 2018. The patient continued to complete pd therapy during the hospitalization, but it was unknown if the patient was actively dialyzing at the time of death. It is also unknown if any fresenius products were utilized. The pd registered nurse stated the cause of death was due to cardiac issue. Additional information was requested but unavailable.